Event description:
It was reported that intermittent malfunction alarm occurred. Reportedly, the customer continued to use current pump for insulin therapy. Customer¿s blood glucose level was 125 - 200 mg/dl.